Manufacturer narrative:
Zimvie complaint number: (B)(4). A4: patient weight unknown / not provided. B3: date of event unknown / not provided.

Event description:
It was reported that the implant at tooth site #6 was removed due to peri-implantitis. Pt came in for reevaluation, pa was taken, poor prognosis. Pt was anesthetized and implant was removed.